Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the up/ok/contrast buttons were intermittently responding to user inputs, the down button required excessive force to activate during testing, the down key contacts were misaligned, the up/down/ok/contrast keys became inverted during testing and there was evidence of contamination under the key contacts.

Event description:
It was reported that the down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.